Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, c-38 and m-11 errors occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site tried three green monopolar energy cables on both monopolar ports, power cycled twice and used a new instrument, but the issue was not resolved. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: vio dv iesu was not usable during the procedure. Site used a backup vio dv iesu from the other system to continue with the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis could not reproduce c-38 and m-11 errors. The unit energized, cauterized and recognized instruments. No issues upon visual inspection. However, the issue was confirmed in the system logs. Root cause is attributed the low hf current measurement due to error c-38.